Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. After pre-dilation with 2.25x10 non-compliant balloon catheter, a 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed, and the procedure was completed with different device. No patient complications were reported. However, returned device analysis revealed shaft break.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching, or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified a complete hypotube break located at 18 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.